Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 date of event estimated as date of the reimplant surgery was used.

Event description:
It was reported that, during an artificial urinary sphincter (aus) revision surgery (refer to (B)(4)), the physician noted a urethral issue and decided to abort the case after removing the pump and the cuff. The surgeon drained and retained the balloon. Following the surgery, the patient had no pain, but had recurring incontinence as only the balloon component remained implanted. The patient requested a new aus. At a later date, a new aus complete system was successfully implanted. No further patient complications were reported.

Event description:
It was reported that during an artificial urinary sphincter (aus) revision surgery (refer to manufacture's report 2124215-2023-57966), the physician noted a urethral issue and decided to abort the case after removing the pump and the cuff. The surgeon drained and retained the balloon. Following the surgery, the patient had no pain, but had recurring incontinence as only the balloon component remained implanted. The patient requested a new aus. At a later date, a new aus complete system was successfully implanted. No further patient complications were reported.

Manufacturer narrative:
B3 date of event estimated as date of the reimplant surgery was used.